Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a refrigerator srm failed and can't be recovered. The customer reported that unable to dispense medication and there was a delay in dispensing patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator smart remote manager (srm) failed and couldn't be recovered, and critical medications were needed. A field service engineer manually failed the door by unlocking and opening it, allowing space to show up in the recovery screen to resolve the issue. The system functioned as intended after the field service engineer repaired the device.